Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an enteral feeding pump. The customer reports that, the pump shut off with no alarm. Customer reports the pump was set to deliver 75cc/hr glucose solution to pt for 12 hours. Family member woke up during the night when family member started moving around. Family member noticed the pump had stopped dispensing and there was no display. The pump was plugged in and the ac power light was on but the pump had shut off and there was no alarm. Customer checked family member's glucose with an accucheck and the level was too low to display. Family member was taken to the ER via paramedics and was treated for being acidotic.